Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to this reported event.

Event description:
During a right iliac stent procedure, the physician placed the visi-pro stent and went to inflate/deploy. The visi-pro stent jumped forward into aorta, where it was free floating. The physician attempted to capture with a snare, but was unable to pull the stent back into a 10f sheath that was placed on left side. The physician eventually deployed a covered stent to press the visi-pro against the vessel wall.